Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 36 days post-implant, it was reported that the patient had suffered refractory ventricular fibrillation daily since (B)(6) 2014 that was not resolved with defibrillation or medical therapy. The patient was placed on the urgent transplant list. A CT scan was performed which indicated lvad obstruction; therefore, a decision was made to exchange the pump. The surgeon reported that the event was not device related. The patient condition of persistent episodes of ventricular fibrillation resulted in low flows through the pump, which in turn led to the reported pump thrombosis. Subsequently, the patient expired on (B)(6) 2015 and the reported cause of death was right heart failure and multi organ failure.

Manufacturer narrative:
Approximate age of the device is 36 days. The pump was disposed of at the hospital, and the pump that was implanted at the time of expiration was not explanted from the patient. A full evaluation of the device could not be performed as the pump was not available for evaluation; therefore, the report of suspected pump thrombosis could not be confirmed. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The surgeon reported the event was a result of the persistent ventricular fibrillation leading to low flow conditions. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.